Event description:
It was reported: "the catheter tip is crimped together with the packaging."

Manufacturer narrative:
Device 3 of 3. E1: complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction no lot number was not provided. A complaint investigation has been initiated. As no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation in progress. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.